Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. Two vbx devices were implanted as one unit (overlapped) in the patient's celiac artery. The second device information: l/s #22305488; UDI #(B)(4). It is unknown if one or both devices occluded. Therefore, one report is submitted to include both vbx devices. H6 - code c19: review of both device manufacturing record history confirmed devices met pre-release specifications. H6 - code b20: both devices remain implanted; therefore, direct product analysis was not possible. The IFU was reviewed and the following statement was found to be applicable: complications and adverse events can occur when using any endovascular device. These complications include, but are not limited to: stenosis, thrombosis or occlusion. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2020, a study patient underwent an endovascular procedure for a thoracoabdominal aortic aneurysm. Several gore® viabahn® vbx balloon expandable endoprosthesis (vbx device(s)) were implanted as branch devices during the index procedure. Two vbx devices were implanted in the celiac artery to achieve desired landing zone. During an unscheduled visit on (B)(6) 2023, the core lab cta imaging indicated the celiac artery was not patent. Observation indicated the celiac artery side branch component is occluded. There is collateral flow distal of the occlusion. During the 36-month imaging done on (B)(6) 2023, the duplex ultrasound image observations stated there was measurable, known celiac artery occlusion. Patient appears to be asymptomatic and no intervention was performed.